Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis that was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day, the patient was hospitalized for the event and discharged after five days. Six days after being discharged, the patient was hospitalized again for recurrent peritonitis. The patient was discharged after four days. The patient was treated with intraperitoneal (ip) ances (2g, daily, for 4 weeks) for the most recent occurrence of peritonitis. The patient was retrained on proper aseptic technique. The patient recovered from the event. Four days later, dianeal and extraneal solutions were discontinued and the patient was started on physioneal therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The patient began treatment with ancef (2 gram, daily) for four weeks of duration, ip (intraperitoneally) when the patient was hospitalized for the recurrent peritonitis. The patient stopped the treatment with ancef after one month. The peritonitis was resolved and the patient had recovered from the event when treatment with ancef stopped.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.